Event description:
I began using the freestyle libre in (B)(6), 2018. No reactions. Great. In (B)(6), 2019 and thereafter when applying the device to my arm I have a very bad reaction to the adhesive. It causes blisters and bleeding that takes 3-4 weeks to heal but only after nothing is on the arm. Abbott admits that they changed the adhesive, but refuses to address the problem and put the old adhesive back on the market. It is causing harm to thousands of patient's. Skin blister/bleeding. FDA safety report ID # (B)(4).